Event description:
Boston scientific crm received information that this boston scientific implantable cardioverter defibrillator (ICD) was associated with a report of nonconversion during defibrillation threshold testing. A boston scientific field representative reported external cardioversion was required. Dft testing is to be conducted in different shocking configurations at a later time.

Manufacturer narrative:
It was reported 29.7 months later that this device was explanted due to an infection. The patient's superior vena cava (svc) tore during attempted extraction of the associated right ventricular (rv) lead. The svc was repaired, but the rv and right atrial leads were left implanted due to the complication. The patient devloped svc syndrome, so a follow-up procedure was anticipated in addition to treatment for the infection.